Manufacturer narrative:
The subject devices have not been returned to omsc but were returned to olympus (B)(4) for evaluation. In the evaluation of (B)(4) the following was confirmed; the insertion tube, the bending section rubber, the distal end and the universal cord had been repaired by third party using non-olympus parts. The cp-plate inside the grip section had been deformed and bent. The remote switch 1 had wear and tear. The angulation was too low and had play. (B)(4) sent the device to a third party laboratory for microbiological testing. As a result of the testing, no microbe was detected from the sample collected from the all channels of the device. The testing result cleared the french guideline. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of routine microbiological testing by the user facility, following microbes were detected from the sample collected from the subject device. Suction channel: klebseilla pneumoniae (30 cfu/100ml). All channels: klebseilla pneumoniae (>100 cfu/100ml). The device had been reprocessed with a non-olympus automated endoscope reprocessor, soluscope serie4, using peracetic acid. There was no report of infection associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. If additional information becomes available, this report will be supplemented.